Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in germany. As reported, a patient underwent an implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. As reported, during inflation and due to balloon leakage, system had to be removed and replaced by a new one. The valve was successfully deployed. The patient final outcome was good.

Event description:
Edwards received notification from our affiliate in germany. A patient underwent implant of a 29mm sapien 3 valve, in the aortic position by transfemoral approach. As reported, during inflation it was not possible to inflate the balloon due to balloon leakage, blood was seen in the syringe. The system (with the crimped valve) had to be removed and replaced by a new one. During the device preparation, no damage was observed on the balloon/delivery system. The second 29mm sapien 3 valve was successfully deployed. The patient final outcome was good, patient could be discharged after 4 days. As per medical opinion, the perceived root cause of the event may be related to the severe tortuosity of the descendent aorta of the patient.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5. The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of delivery system leakage was unable to be confirmed as neither device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies per the complaint, ''during inflation it was not possible to inflate the balloon due to balloon leakage, blood was seen in the syringe. The system (with the crimped valve) had to be removed and replaced by a new one''. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a tear on the inflation balloon or separation of the I/c (inflation to crimp) bond. Per the complaint, the patient did have a sever degree of tortuosity in the descending aorta. It is possible some manipulation used during the tracking of the system through tortuous anatomy could have inadvertently damaged the device and lead to the reported leakage. However, without applicable patient/procedural imagery or returned device, a definitive root cause was unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.